Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported crack in the hub was not confirmed; however, the leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the moderately calcified, restenosed popliteal artery the fox sv balloon dilatation catheter (bdc) was being used for post-dilatation of the vessel when leakage and a crack at the hub was noted. The same bdc had been used at nominal pressure for pre-dilatation without reported issue. The device was removed and a different device used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.